Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 25ga 5/8in package was damaged complaint from xxxx - xxx clinic. The customer complained that the needle cover is missing, and the needle already punctured the blister packaging.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issues of shield missing and packaging damaged/ defective were confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.